Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
It was reported by nurse that during intra-aortic balloon (iab) therapy, the device was unable to calibrate optical sensor alarm on cs300. Troubleshot was given by pressing the zero pressure button; however, this did not resolve the issue. Nurse switched to the inner lumen of the balloon catheter for an alternate ap source. No patient harm or injury reported.

Event description:
It was reported by nurse that during intra-aortic balloon (iab) therapy, the device was unable to calibrate optical sensor alarm. Troubleshot was given by pressing the zero pressure button; however, this did not resolve the issue. Nurse switched to the inner lumen of the balloon catheter for an alternate ap source. No patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.